Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call her blood glucose and sensor glucose readings were off. Customer stated that yesterday she experienced a low blood glucose reading. Customer stated that she believed that she overbolused. Customer's blood glucose was 46 mg/dl. Customer treated with 100 grams of sugar. Customer was not admitted as an inpatient for medical treatment. Customer was assisted in performing the displacement test. Customer passed the test. Customer was advised to monitor the pump. Customer's last blood glucose reading was 157 mg/dl.